Manufacturer narrative:
The fse replaced the instrument main board and dallas chip (memory board) to resolve the issue.

Event description:
The customer reported coulter ac.t diff 2 analyzer recovered high on mean corpuscular volume (mcv) parameters and recovered low on complete blood count (cbc) controls. The customer noted that the calibration factors had defaulted to one (1.0). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.